Manufacturer narrative:
The vessel sealer extend instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer extend instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the vessel sealer extend instrument stopped working and did not seal adequately. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the procedure was completed with a back-up vessel sealer instrument with no reported injury or harm to the patient. The surgeon was working on omentum tissue when the issue was noted. During the sealing sequence, the audible tones confirming sealing was noted; however, no thermal effect to the patient¿s tissue was observed. The patient did not experience any bleeding and no error messages or codes were generated. The targeted tissue size was less than 7mm and the patient did not undergo any pre-surgical chemotherapy of radiation treatments. The vessel sealer extend instrument did not encounter any staplers, clips or calcified vessels. There were no bio debris on the jaws of the vessel sealer and the surgeon concluded that the sealing issue was caused due to malfunction of instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint and completed its investigation. Failure analysis (fa) was unable to replicate nor confirm the customer reported complaint that the instrument stopped working and did not seal adequately. The instrument was placed and driven on an in-house system and passed recognition/engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened/closed properly. Grip force and jaw tests passed. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. Also, energy was delivered without issue and the instrument passed the cut test. A review of system logs showed no failures.

Event description:
Refer to h10/h11 for follow-up information.